Manufacturer narrative:
Device evaluation: the cartridge was returned to manufacturing site for evaluation; however, the intraocular lens (iol) was not received. No lens was returned with the cartridge; therefore, the visual test did not confirm the reported issue. The cartridge tip and bevel were in acceptable conditions, no iol was inside the cartridge. A manufacturing record review was performed. The manufacturing process record (po) was evaluated and the product was manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no product deficiency was identified. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) could not go through the cartridge due to a cracked and broken cartridge tip. No patient injury or involvement was reported.